Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with and insulin syringe. The customer reports he takes 8 shots a day of pain medicine (not insulin) and the cannulas are breaking off in his skin.

Manufacturer narrative:
Submit date: 7/17/2008. An investigation is currently underway upon completion the results will be forwarded.